Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, d3, g1, g4.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent a neurectomy on (B)(6) 2018 during which the surgeon resected a bundle that consists the ilioinguinal and the iliohypogastric nerve. It was reported that the patient underwent surgery on (B)(6) 2018 during which the surgeon noted the old mesh densely adhered to the spermatic cord structures. The surgeon dissected the mesh off of the spermatic cord carefully; removed both the superficial and retroperitoneal portions of the mesh. It was reported that the patient experienced excruciating inguinal pain and discomfort. No additional information was provided.